Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis was normal, no anomaly was found.

Event description:
It was reported that the helix would not extend during lead revision for dislodgment. The lead was explanted and replaced.